Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted cuts in the insulation and blood was noted in the lumen. The helix was retracted and tissue was noted in the helix. The distal end of the proximal spring electrode was separated from the lead body insulation. This lead was confirmed to be electrically continuous. As a result, the clinical observation could not be confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to perforation. No additional adverse patient effects were reported.